Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The attendant performing pd therapy did not receive proper training on aseptic technique. The patient was not hospitalized for the event, but was treated with injection vancomycin (1gm, route and frequency not reported) and amikacin (500mg, route and frequency not reported). The patient was recovering from the event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.